Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as a revision surgery was reported. No product was returned as they were discarded; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the fossa component; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding heterotopic bone growth and dislocation for this part# 24-6562, lot# 721330b. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding heterotopic bone growth, (B)(4), which is no greater than the occurrence listed in the application fmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding dislocation, (B)(4) which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint is a patient condition causing heterotopic bone growth. The cause of the dislocation could not be determined from the information provided, but it is possible that it is related to the bone growth. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D4 expiration date. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). It is unknown at this time if the device will be returned for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00111. Concomitant medical products: tmj system right standard titanium mandibular component, part# 24-6545ti, lot# 703580a; tmj system right fossa component, small, part# 24-6562, lot# 721330b; unknown screws, part# unk, lot# unk.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the right side. The temporomandibular joint implants were removed and replaced with stock tmj prostheses. No additional patient consequences have been reported.